Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by customer that they were experiencing high blood glucose and diabetic ketoacidosis. Blood glucose level at the time of the incident was 20 mmol/l. Customer was not using insulin pump within 48 hours of high blood glucose incident because of insulin pump issue. Customer stated that they needed new battery cap when they inserted battery it started making noises they took out the battery but insulin pump was still making noise and received critical pump error. The insulin pump will be returned for analysis.